Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 13-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2018 with the following findings: the pump's black box showed no evidence of a pump reboot event. The battery compartment and cap were both undamaged and able to maintain power to the pump. The pump performed the prime steps with no issues. The alleged power issue could not be duplicated.